Manufacturer narrative:
The system and footswitch were examined and the reported system message code was confirmed (via event logs). The footswitch was replaced and returned to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the footswitch. The footswitch was manufactured on october 22, 2013. Based on qa assessment, the product met specifications at the time of release. A footswitch was received for evaluation. A visual assessment of the returned footswitch did not revealed any non-conformity. The returned footswitch was functionally tested and passed the test. The returned footswitch was functionally tested and passed the test. The bottom plate of the returned footswitch was removed and the inside of the returned footswitch was inspected. No visual non-conformity was observed. The returned footswitch functioned to specifications. Therefore, the root cause of the reported event cannot be established. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that a system message was displayed and a footswitch inadequacy was detected during a cataract procedure. The system was restarted and the footswitch manually manipulated but the message remained. The patient was transferred to another facility to complete the procedure. There were no postoperative consequences. Additional information has been requested and received. Relevant test & lab data: preoperative measurements: bcva 0.6; refraction -2.50 -1.75 x 177º ((B)(6) 2017), postoperative measurements: ucva 0.9; bcva 1.0; refraction +1.0 -0.25 x 113º ((B)(6) 2017). Other relevant medical history: dry eyes and mild blepharitis. Fibromyalgia. Concomitants: nevanac 1 mg/ml x 4, tobrasone 3 mg/ml x 4.